Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: miki, k. Et al (2016). Comparing the vascular response in implantation of self-expanding, bare metal nitinol stents or paclitaxel-eluting nitinol stents in superficial femoral artery lesions: a serial optical frequency domain imaging study. Eurointervention, 12(12), 1551-1558. Complaint conclusion: as noted in the literature publication, miki et al comparing the vascular response in implantation of self-expanding, bare metal nitinol stents or paclitaxel-eluting nitinol stents in superficial femoral artery lesions: a serial optical frequency domain imaging study. Eurointervention 2016;11:1551-1558; report a case of target lesion revascularization of a smart stent due to recurrence of a symptom before the follow-up. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
As noted in the literature publication, miki et al comparing the vascular response in implantation of self-expanding, bare metal nitinol stents or paclitaxel-eluting nitinol stents in superficial femoral artery lesions: a serial optical frequency domain imaging study. Eurointervention 2016;11:1551-1558; report a case of target lesion revascularization of a smart stent due to recurrence of a symptom before the follow-up.